Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned emergency treatment was completed without a delay. A philips service engineer inspected the system onsite and analyzed the log file. Analysis of the log file confirmed tube cooling unit error. Upon visual inspection, fse identified that the cooling unit oil was empty due to leak at deairiator knob. The philips engineer replaced the cooling unit and oil. Following the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that x-ray was not possible and an error " tube anode problem. Low load flavor selected " was prompted. The device was inside of clinical use at the time of the reported event, no harm was reported to philips. As per the field service engineer, there was leakage from the tube cooling unit. The field service engineer inspected the system onsite and after the replacement of the cooling unit and oil, the device was returned to use in good working order.